Event description:
Additional information received indicated that patient had surgical intervention where the ipg was replaced with a small battery which would not cause discomfort .

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient experienced discomfort at the ipg site especially when sitting. As a result patient may be awaiting surgical intervention at a later time .